Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Update rec'd 10/1/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from swelling, inflammation, infection, damage to surrounding bone and tissue, multiple dislocations, and a lack of mobility. A doi was provided. There is no new additional information that would affect the outcome of the investigation. Update 11/10/2014- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis between the liner and cup. The stem is also being added to the complaint was the patient had high metal ions in (B)(6) 2012 that were above 7ppb. There was no mention of infection or dislocation as litigation alleged. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/4/2014.